Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, no air was filling in the balloon. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. The dissector balloon and trocar balloon were inflated, no leaks detected. The complaint of balloon would not inflate was not confirmed. If information is provided in the future, a supplemental report will be issued.